Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment and corrosion on the force sensor plate. This report is made based on results of investigation completed on 12/03/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/03/2013 with the following findings: visual inspection revealed that the battery compartment was cracked from the grip pad to the threads. Leak testing failed due to the battery compartment crack, as well as a display lens leak. The pump casing was opened, and corrosion was observed on the force sensor plate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).